Event description:
During review of a literature article involving da vinci-assisted robotic procedures titled ¿first case of esophagectomy using a robotic single-port system for laryngo-esophagectomy¿, the following events were reported. The article captures a thoracic duct injury which was ligated with an sp medium-large clip applier to resolve. Additionally, there was a post-operative anastomotic leak with the same patient; this was managed with vacuum therapy. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. The following investigations could not be performed due to insufficient information provided (i.e. Event date, system serial number, surgeon name): site history, event verification, system/instrument log review. (B)(6). First case of esophagectomy using a robotic single-port system for laryngo-esophagectomy. J chest surg 2022;55:168-170. Https://doi.org/10.5090/jcs.21.102.